Manufacturer narrative:
(B)(4).

Event description:
It was reported that the battery of this device was less then three months to triggering elective replacement indicator (eri) while last year in (B)(6) 2019, battery life expectancy was four years remaining. A review of the device data by technical services (ts) noted that no fault code was declared involving this device, but the device hardware was not detecting the loss of battery energy and due to this the battery status indicators were not reflecting the depletion condition and were inaccurate. The device should be replaced and returned. In addition, ts noted that the data indicates that there was likely sufficient reserve for the device to maintain normal therapy function for ninety days. The physician decided to hospitalize the patient and scheduled a replacement. The device was subsequently explanted and will be returned. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this device was less then three months to triggering elective replacement indicator (eri) while last year in (B)(6) 2019, battery life expectancy was four years remaining. A review of the device data by technical services (ts) noted that no fault code was declared involving this device, but the device hardware was not detecting the loss of battery energy and due to this the battery status indicators were not reflecting the depletion condition and were inaccurate. The device should be replaced and returned. In addition, ts noted that the data indicates that there was likely sufficient reserve for the device to maintain normal therapy function for ninety days. The physician decided to hospitalize the patient and scheduled a replacement. The device was subsequently explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.